Manufacturer narrative:
H6: added component code 515. H6: changed investigation conclusion from 22 to 4315.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Further information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to aneurysm enlargement. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for abdominal aortic aneurysm. On an unknown date, the enlargement of the left common iliac artery was confirmed. On (B)(6) 2021, this patient underwent reintervention. The left internal iliac artery was coil embolized. Two additional stent grafts were deployed to extend the pxc181200j/11981550 device to the left external iliac artery. The patient tolerated the procedure. No further adverse events have been reported. The cause of the left common iliac artery enlargement is unknown.